Event description:
It was reported that insulin was not being delivered from the cartridge. Customer's blood glucose (bg) level was low, however a bg value was not provided. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.